Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the flow rate was low throughout therapy. During troubleshooting, the pads were changed twice, but the flow rate did not improve. The device was changed once, however, troubleshooting with biomed determined that there were no issues with the device according to additional information provided by the nurse in second follow-up call. According to the nurse, the issue was with the pads only, and the patient was overweight.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.